Event description:
Event description boston scientific received information that, 55.7 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was thus explanted/replaced. There was expressed concern regarding this device's battery longevity.